Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an infection occurred. The health care provider (hcp) saw the patient the day prior to the report date and the patient was found to have an infection. The hcp planned to explant the pump. The site was cultured and was pending but it was noted there were ¿some (B)(6) something growing¿. The patient was on intravenous antibiotics and the pump off state password was requested. The device system was used to deliver morphine. It was later reported that following the explant the patient was alive with no injury. The infection had occurred at the pump site. The pump was discarded. It was then reported the patient was doing fine. Additional information has been requested, but was not available as of the date of this report.